Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that when the patient presented for routine follow up, device telemetry could not be established and there were no pacing spikes. The device was explanted and replaced. No patient complication have been reported.